Manufacturer narrative:
Results: the smart coil was returned advanced out of its introducer sheath. The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 25.0, 50.0, 104.5 and 110.0 cm from the proximal end. The introducer sheath friction lock was wrinkled. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned smart coil revealed that the device was returned advanced out of its introducer sheath. During functional testing, the smart coil was re-sheathed. Subsequently, the smart coil was able to advance out of its introducer sheath and through a demonstration microcatheter without an issue. The reported complaint could not be confirmed. Further evaluation revealed offset coil winds, pusher assembly kinks and a wrinkled introducer sheath friction lock. If the smart coil is forcefully advanced against resistance, damage such as these may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of resistance.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils. During the procedure, the physician encountered resistance while advancing the smart coil approximately 3-4 cm into its introducer sheath. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.